Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 250mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the device would be replaced. No further information was provided.